Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-feb-2020. The most recent information was received on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain / pain 24/7') in an adult female patient who had essure (ess205) (batch no. 624304) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced abdominal pain (seriousness criterion medically significant), allergy to metals ("nickel palladium allergy") with eczema, nausea ("nausea"), migraine ("migraines"), arthralgia ("joint pain"), myalgia ("muscle pain"), genital haemorrhage ("monthly haemorrhaging"), depression ("depressive"), insomnia ("insomnia caused by pain 24/7") and amenorrhoea ("total cessation of menstruation for 5 years"). In 2012, the amenorrhoea had resolved. At the time of the report, the abdominal pain, allergy to metals, nausea, migraine, arthralgia, myalgia, genital haemorrhage, depression and insomnia outcome was unknown. The reporter considered abdominal pain, allergy to metals, amenorrhoea, arthralgia, depression, genital haemorrhage, insomnia, migraine, myalgia and nausea to be related to essure (ess205). Lot number: 624304, manufacturing date: 2007-04, expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain/ pain 24/7') in an adult female patient who had essure (ess205) (batch no. 624304) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced abdominal pain (seriousness criterion medically significant), allergy to metals ("nickel palladium allergy") with eczema, nausea ("nausea"), migraine ("migraines"), arthralgia ("joint pain"), myalgia ("muscle pain"), genital haemorrhage ("monthly haemorrhaging"), depression ("depressive"), insomnia ("insomnia caused by pain 24/7") and amenorrhoea ("total cessation of menstruation for 5 years"). In 2012, the amenorrhoea had resolved. At the time of the report, the abdominal pain, allergy to metals, nausea, migraine, arthralgia, myalgia, genital haemorrhage, depression and insomnia outcome was unknown. The reporter considered abdominal pain, allergy to metals, amenorrhoea, arthralgia, depression, genital haemorrhage, insomnia, migraine, myalgia and nausea to be related to essure (ess205). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.